Manufacturer narrative:
H4: device manufacture date: june 25, 2019 - june 26, 2019. H10: three device was received for evaluation. Unaided visual inspection was performed and observed a defect at the ¿h¿ in baxter healthcare sa fixed print in front of bag. Additional magnified inspection was performed which observed a small hole where the leak and print defect were verified. Functional testing was performed which revealed a leak at the affected area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking. This was further described as ¿once the technician started filling from the bulk bag into the smaller IV (intravenous) bags, they noticed that the 5000ml eva bag was leaking in the area where baxter healthcare name and address is stamped on the bag.¿ this was identified during filling prior to patient use. There was no patient involvement. No additional information is available.